Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional pacemaker implantation procedure. Reportedly, the first prostyle suture was successfully pre-placed. A cuff miss [suture retrieval issue] occurred with the second prostyle device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 27f, and the interventional procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional pacemaker implantation procedure. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494: indication for use.